Event description:
I used avaira toric contact lenses for the first time on (B)(6) 2011. This is not the first time I have ever used contact lenses, I have been using them for may years. When I removed them, the right lens stuck to my eye and I tore the cornea. This was very painful, my eye became very swollen and I did go to the emergency room. I then went to the ophthalmologist on the (B)(6) 2011, because it still wasn't healed and had to get and "band-aide" on my eye. I have just received a recall letter on this product. There was no product use error, problem with different manufacturer, death, life-threatening, disability, birth defect, birth defect, other serious. It would not let me continue with the report unless I checked them. Reason for use: nearsighted.